Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic gastric "seption," the stapler stopped after four shots. A new stapler was used to resolve the issue in order to complete the case. There was no patient injury.